Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 450 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer stated that the insulin pump had a blank display when woke up that morning. The customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after restart. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.